Event description:
Patient reported experiencing a hypoglycemic event in 2004. Patient at 3:30 am "went into shock." Patient's roommate discovered that pt was unresponsive and contacted the paramedics. Upon their arrival, pt was placed on a glucose IV. Pt's blood glucose returned to normal, and pt was not transported to the hospital for additional treatment.